Event description:
Reportedly, the status led of the home monitor was lighting in orange. The patient waited for ten days, in case a software upgrade was pending, but the light remained orange. In addition, the pit light remained red several times. The home monitor was eventually replaced.

Manufacturer narrative:
Preliminary analysis revealed that the observed behavior most probably resulted from an unsuccessful firmware upgrade.

Event description:
Reportedly, the status led of the home monitor was lighting in orange. The patient waited for ten days, in case a software upgrade was pending, but the light remained orange. In addition, the pit light remained red several times. The home monitor was eventually replaced. Preliminary analysis revealed that the observed behavior most probably resulted from an unsuccessful firmware upgrade.

Event description:
Reportedly, the status led of the home monitor was lighting in orange. The patient waited for ten days, in case a software upgrade was pending, but the light remained orange. In addition, the pit light remained red several times. The home monitor was eventually replaced.

Manufacturer narrative:
Please refer to the attached analysis report.